Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted (B)(6) 2015. Dtbb1qq crt-d. Implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a wide variability in the left ventricular (lv) lead threshold. Follow up concluded no intervention was performed. The lead remains in use. No patient complications have been reported as a result of this event.